Event description:
It was reported to covidien on (B)(6) 2012, that customer had an adverse event. The customer states (B)(6) female pt with phlegmasia being treated for extensive dvt in the left lower extremity and ivc developed symptomatic bradycardia with junctional rhythm and a code 4 was called while the trellis device was being used. Prior to trellis procedure the pt had an ivc filter placed. After ivc filter was placed, the pt was put in the prone position, left popliteal access was obtained, venography performed and the trellis device was inserted in the vena cava below the previously placed ivc filter. The device ran for approximately 5 minutes 30 seconds when the nurse observed the pt to be unresponsive with a hr in the 30's and irregular. A code was called, the code team arrived, the pt was turned over to the supine position and the code team began administering CPR. The trellis device had been removed during these events. The pt was intubated, regained consciousness and was transferred to the ICU.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.